Event description:
A long term ventilator dependent pt was reported to have partially extubated himself and subsequently expired while on the device. The pt had a history of extubating himself and was reported to be in restraints at the time of the event. The device was reported to have not alarmed at the time of the event. The low pressure alarm was reported to have been set at 10 cm h2o when the event occurred, which could have resulted in no alarm if the pt were partially extubated. The facility requested an independent investigation of the device that was carried out in 01/2006 by an independent investigator. The device was evaluated at the reported pt's settings with a duplicate of the pt's circuit and was found to have met all functional specifications.